Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 06-apr-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 06-apr-2021 for a procedure on (B)(6) 2021 on system (B)(4). While various system messages were recorded, there were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend (vse) pn: 480422-01, ln: m91200908-0306 was recorded in use during this procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer log review and found that there were no errors or other messages recorded across the use of the vessel sealer extend (vse) ln: m91200908-0306. No instrument issue was detected in the logs. Based on the information provided at this time, this complaint is a reportable due to the following: it was unknown if there was an allegation of insufficient sealing and system functionality and tones were unknown yet it was alleged that an unspecified vessel that the surgeon had ¿sealed and cut¿ with an unspecified vessel sealer instrument during a da vinci-assisted procedure was bleeding post-operatively. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer instrument allegedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Additionally, the patient underwent a second laparoscopic surgery to repair an unspecified vessel and stop the bleeding by unspecified means. The estimated blood loss was unknown and it was unknown if a blood transfusion was administered. At this time, the severity of the vessel injury, the medical intervention required to repair the vessel, the root cause of the reported issue, and the post-operative complication(s) are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable. Initial reporter information is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that after a successfully completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, the patient returned at an unspecified time after the case as there was internal bleeding. Additional details were unknown at the time of the initial report. On 01-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, the patient experienced abdominal pain a few hours post-operatively and internal bleeding in the abdomen was suspected. Unspecified labs and other tests allegedly confirmed internal bleeding. A second laparoscopic procedure was performed on (B)(6) 2021 to repair an unspecified vessel and stop the bleeding by unspecified means. It was alleged that a vessel that the surgeon had sealed and cut with an unspecified vessel sealer instrument was bleeding post-operatively. The patient tolerated the second laparoscopic procedure well. The patient was in the intensive care unit (ICU) but was reported as ¿stable and doing well¿ post-operatively.